Manufacturer narrative:
(B)(4). 1627487-12192011-003-r , 1627487-07262012-002-r . This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-06587. Note: the patient received two ipgs. It is unknown which ipg was involved, therefore, both ipg are being reported. It was reported the patient experiences discomfort, described by the patient as heating, at the ipg site only when the stimulation is on. The sensation subsides when the stimulation is turned off. The patient's ipg was explanted and replaced. Follow up revealed the patient's issue was resolved.